Manufacturer narrative:
Investigation summary: bd received 576 samples and 3 photos for investigation. The customer photos display a comparison of two devices with a variation in shield color, but do not show evidence of hub/collar separation or a defective locking mechanism. The reported defect is cosmetic and does not affect product functionality. A total of 30 returned samples were visually inspected for hub/collar separation and defective locking mechanism; one sample failed as the hub separated from the collar, but the safety shield activated properly. Additionally, another 30 returned samples were visually inspected for discolored IV shields, and all samples passed as the IV shields were the correct color. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. This complaint has been confirmed for the indicated failure modes: discolored and hub/collar separation. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. .

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated during activation, causing a used needle stick injury to the user. No adverse impact was reported regarding the patient. Also, one (1) unit exhibited the needle with black cap detaching from the bottom and the needle is exposed. Reported verbatim: "safety cap falling off when trying to activate, and a phlebotomist got poked with the needle. Customer followed up with family health clinic, following needle stick protocol."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated during activation, causing a used needle stick injury to the user. No adverse impact was reported regarding the patient. Reported verbatim: "safety cap falling off when trying to activate, and a phlebotomist got poked with the needle. Customer followed up with family health clinic, following needle stick protocol."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2025-01950 had in incomplete description of the event noted in b5. The updated event description has been noted in field b5 and noted below: it was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated during activation, causing a used needle stick injury to the user. No adverse impact was reported regarding the patient. Also, one (1) unit exhibited the needle with black cap detaching from the bottom and the needle is exposed. Reported verbatim: "safety cap falling off when trying to activate, and a phlebotomist got poked with the needle. Customer followed up with family health clinic, following needle stick protocol."

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated during activation, causing a used needle stick injury to the user. No adverse impact was reported regarding the patient. Also, one (1) unit exhibited the needle with black cap detaching from the bottom and the needle is exposed. Reported verbatim: "safety cap falling off when trying to activate, and a phlebotomist got poked with the needle. Customer followed up with family health clinic, following needle stick protocol."